Event description:
It was reported that the patient presented to ER with complaining of shocks. No therapy had been delivered but lead dislodgement was noted. The lead was explanted and replaced. The patient condition was stable.